Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on bus and all boards had no lights. A field service engineer (fse) replaced pyxibus module controller board, but the issue persisted. Further the fse replaced the keyboard, and both the controller boards. Then the fse cleaned inseparable, examined pyxibus cable and retractor bands. The device was rebooted and confirmed to be operable through the hardware test application. The application was then launched, and the drawer was configured in storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.